Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced immediate incontinence with excoriation; incontinence with every move. It was reported that patient underwent mesh excision on (B)(6) 2011. The vaginal mesh was extruding into the vaginal mucosa and mesh erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of eroded sling, sparc implant, cystoscopy on (B)(6) 2009 due to eroded sling, sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent diagnostic cystoscopy and excision of urethral mucosal prolapse, urethral meatal revision on (B)(6) 2012 due to sui, possible uti with urine with foul odor and large urethral mucosal prolapsed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in (B)(6) 2006 in order to treat a 3rd and 4th degree cystocele/rectocele prolapse and mesh was implanted .since the implantation of mesh device, the patient has experienced erosion, shrinkage and extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.